Event description:
It was reported that during the use of the device for a non-clinical activity, the unit would not display a read-out. This was an extra pump for emergency or next case and an alternate pump was brought in for an emergency back-up. There was no patient involvement.